Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported being unable to duplicate the reported issue. The fsr reported no failures and the unit meets manufacturer specifications.

Event description:
The customer reported while using the vela ventilator, the volume delivery is low. The customer reported when set at 300 milliliters (mls), the exhalation volume is reading 167 to 210 mls. The customer performed troubleshooting, but the issue was not resolved. At this time, it is unknown whether or not there was any patient involvement associated with the event.